Manufacturer narrative:
This MDR is the result of an investigation finding. Our quality engineer inspected the photograph and sample submitted for evaluation. Your report of a damaged catheter and complications during insertion were confirmed; however, the root cause could not be determined. One photograph and one 20ga insyte autoguard IV catheter from lot number 5017281 were provided for investigation. The needle was not returned with the IV catheter. A microscopic examination of the catheter tip revealed a v-shaped breach in the tubing, which was consistent with needle puncture damage. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
The plastic canula sticks to the needle.